Manufacturer narrative:
H6) customer provided additional information stating that there was no patient involved in the reported event.

Manufacturer narrative:
Returned device was received in good physical condition but the battery door was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be duplicated however, a different alarm went off. The dso was inspected and deemed inoperable due to an open circuit. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solid vip pump exhibited check empty tubing / reservoir. No adverse effects were reported.